Event description:
It was reported the patient's physician implanted a new ipg (implantable pulse generator) and connected the existing thoracic lead from the existing ipg to the new ipg. The original ipg remained implanted. Follow-up information received the reason for the addition of the ipg as increased recharge burden. It was reported the patient had effective stimulation and was recharging every four days.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.